Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator implanted in the abdomen exhibited back-up vvi operation. After reprogramming, the device resumed normal function. There were no adverse consequences to the patient.